Manufacturer narrative:
Immediately following notification, stimwave quality and the territory manager reviewed events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2019, in which two (2) freedom-8a neurostimulator were implanted at the thoracic region of the spine. The territory manager confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the territory manager maintained contact with the patient following implant. On january 2, 2020, the patient reported to the territory manager that she was feeling like one of the implanted devices was starting to poke through her skin and was causing irritation. The patient also reported having extra pain and puss on her night gown at the location of the implant. Patient reported she was having a hard time getting in touch with a specialist as her implanting physician is no longer practicing for personal reasons. When she called a different doctor, she was prescribed antibiotics over the phone without visiting the doctor for a thorough evaluation. Territory manager asked the patient to follow up with blood work and also potentially get antibiotics IV. Patient told territory manager that she would be updated accordingly. No further complications have been reported. Territory manager was unable to be reached to further investigate this complaint. Quality made attempts to contact the territory manager to obtain more information via email daily from january 23-28, 2020. Infection is known adverse event for spinal cord stimulation that is reduced as far as possible in the product's risk management file. Stimwave has confirmed that the product has no trend of infection is evident for lot swo180222 and swo180312. The root cause of the complaint could not be attributed to device failure, the inability of the device to meet performance or safety specifications, or nonconformance to physical or functional device specifications. The root cause of the issue may be attributed to non-compliance, patient history, or the patient's predisposition to infections. Corrective action is not required to remedy the root cause of the complaint, as the device did not fail to meet performance or safety specifications and no trend of infection is evident for the sterilization lot. Stimwave has confirmed that the issue is a known adverse event, reduced as far as possible, and documented in stimwave's risk management files. Stimwave was in contact with the territory manager on january 3-4, 2020, regarding the complaint and the root cause investigation. Stimwave confirmed that the product did not fail to meet performance and safety specifications. Territory manager was unable to be reached to further investigate this complaint. Quality made attempts to contact the territory manager to obtain more information via email daily from january 23-28, 2020. Quality will continue to make attempts to contact territory manager to determine if a supplemental report is necessary. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as the event resulted in injury that required medical intervention to preclude potential permanent impairment or damage.

Event description:
Stimwave quality has investigated the details regarding a complaint of an infection reported to stimwave on january 2, 2020, by a territory manager.